Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: the keypad is uncut and all keys are operative as no contamination under button contact. There was no moisture inside the pump. Moreover keypad latch and flex were securely attached with connector. Test cap used for testing all steps instead of missing return cap. The audio bolus button was fully operative and button¿s cover was attached with pump but it returned with torn.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.